Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed the data from the date of the complaint to be overwritten. The black box showed no evidence of a short battery life. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The current draws were within specifications. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation due to the pump information from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.